Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient had not had stimulation on for 2 years. It was noted that the ins went dead and they were not able to restart it. It was noted that the patient wanted to have the stimulator removed and wanted the stimulation ¿back the way it was on the outside.¿

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v014660, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# v014660, implanted: (B)(6) 2007, product type: lead. (B)(4).